Event description:
On (B)(6) 2012, the pt reported that the down button on his infusion device was not functioning. The button had not felt right for one week. The up button is still functional. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.